Event description:
Device 2 of 2. Reference manufacturer report #1627487-2010-01190. The patient received his scs system consisting of an ipg and two percutaneous leads on (B)(6) 2007. It was reported on (B)(6) 2008 that the patient felt overstimulation in the ipg pocket area. It was then difficult to re-establish communication with the ipg and as well as to turn the stimulation off. An x-ray confirmed that the leads had moved and were now coiled behind the ipg. The patient's leads were explanted on (B)(6) 2008. The explanted leads were not returned to the manufacturer for analysis. Follow up on the patient found no further issues reported. No further information is available.

Manufacturer narrative:
Device 2 of 2. The device history and sterilization records were reviewed. The device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.